Event description:
It was reported that the patient was in the hospital recovering from a valve replacement and bypass procedure. After the procedure, the pulse generator was noted to be operating in backup vvi operation. The device had been exposed to electrocautery during the procedure. The device was explanted and replaced on (B)(6) 2015. The patient was doing great post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.